Event description:
The iupc, intran plus was placed at 1013 am by the physician. At 1014 am fht deceleration down to 90's was noted and did not respond to position changes, o2 administration, or increased IV fluid. At 1018 fht deceleration continued down to 40's-60's. The pt was prepared for an emergency c-section and taken to the or at 1021 am. A flaccid, blood covered infant was delivered. There was a copious amount of blood from the airway. The resuscitation efforts were unsuccessful. The pathology report indicated a slight laceration in the middle of the placenta. The proximal end of the umbilical cord appeared ragged and torn. The surgeon recorded that the cord broke when attempting to deliver the placenta. The report also stated diffuse recent intra-alveolar hemorrage of right and left lungs. Med device involvement was not confirmed until autopsy report was completed 01-15-98. This accounts for delay in reporting.